Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('erosion of her essure tubal coil on the left'), uterine perforation ('migration / perforation ') and pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraine") and post procedural complication ("post procedural complication") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and supracervical hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation outcome was unknown and the uterine perforation, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, urinary tract infection, migraine and weight decreased had resolved. The reporter considered dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, uterine perforation and weight decreased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, migration of device, infection and others. Discrepancy in essure insertion date: previously reported as (B)(6) 2009 and current pif reports (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure with no passage of contrast into the fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('erosion of her essure tubal coil on the left'), uterine perforation ('migration / perforation ') and pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraine") and post procedural complication ("post procedural complication") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and supracervical hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(4) 2019. At the time of the report, the fallopian tube perforation outcome was unknown and the uterine perforation, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, urinary tract infection, migraine and weight decreased had resolved. The reporter considered dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, uterine perforation and weight decreased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, migration of device, infection and others. Discrepancy in essure insertion date: previously reported as (B)(6) 2009 and current pif reports (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure with no passage of contrast into the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event fallopian tube perforation added. Reporters were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') and pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraine") and post procedural complication ("post procedural complication") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, urinary tract infection, migraine and weight decreased had resolved. The reporter considered dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, uterine perforation and weight decreased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, migration of device, infection and others. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : case became valid and serious incident. Patient information updated. Product information updated. Discrepancy in essure insertion date. Previously reported event of "injury" updated to pelvic pain. New events added - "dyspareunia"; "dysmenorrhea"; "menorrhagia"; "metrorrhagia"; "rash/skin condition"; "psychological trauma"; "uterine perforation"; "urinary tract infection"; "migraine"; "weight loss"; "post procedural complication". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.